Event description:
The customer reported receiving "cassette not detected" error messages following a fluid leak of unspecified volume from a coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found disconnected tubing at pinch valve vl46a. The customer was able to fix the leak by reconnecting the tubing at vl46a. The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the tubing at vl46a was reconnected properly and found the diluter right sensor was corroded and not sensing correctly, causing the reported error messages. The fse replaced the diluter right sensor, which fixed the problem. The repairs were verified per established service procedures. (B)(4).